Event description:
It was reported the patient experienced an infection at the ipg site. Surgical intervention took place wherein the ipg was explanted, replaced and repositioned to address the issue. Patient was administered antibiotics and pocket was cleaned with saline. Pocket site is healing.

Manufacturer narrative:
Date of event is estimated.